Event description:
Third party service agent contacted stryker to report that their customer sent a device for the maintenance. Upon evaluation it was observed that the device gave a "connect cable" or "connect electrodes" message, which could result in the device not being able to recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. After the hard paddles were replaced, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Initial reporter email address was not provided and is therefore, left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The replaced part was not available for the further evaluation. The cause of the reported issue was isolated to the hard paddles, however further root cause could not be determined.

Event description:
Third party service agent contacted stryker to report that their customer sent a device for the maintenance. Upon evaluation it was observed that the device gave a "connect cable" or "connect electrodes" message, which could result in the device not being able to recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.